Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the battery cap was able to fully tighten and the battery compartment intact. The black box data from time of the alleged issue has been overwritten due to continued use of the pump, however the alarm history showed multiple battery alarms. The alleged issue was not duplicated during the investigation. The pump's current draws were within specifications. No battery life or power issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.